Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on resetting the pump, as the caller was unable to reset it initially. The caller plans to reset the pump on their own and will follow up if they need additional assistance.